Event description:
Bladder laceration sustained during laparoscopic pelvic mass removal. Manifested as hematuria after incision closure. Incision re-opened for repair of bladder. Pt required 2 day hospital stay (was initially same-day surgery).